Event description:
Pt underwent a sigmoid resection for question of cancer. Polypoid lesion in the sigmoid was 10 cm from rectum. When the anastomosis was tested, a leak was found. A descending colostomy was found to be necessary and completed. Path specimen revealed good 2-3 cm margin. Lesion was at 16cm. The sales rep removed the stapler from the hospital without operating room staff's knowledge.